Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a monorail (mr) sterling sl balloon catheter. There was a dried blood like substance within the guide wire lumen of the device. Microscopic examination of the distal end of the catheter revealed two longitudinal tears in the balloon wall. The tears were 1.5 mm and 2 mm in length located 2.5 cm from the tip. Magnified inspection of the balloon material at the edges of the tears presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tears. The inner shaft within the balloon was buckled 8.5 cm from the tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The target lesion was located in the 99% stenosed, calcified, and moderately tortuous left anterior tibial artery. The balloon was inflated once to 10atm and ruptured. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status is good.